Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The bag/vent switch was replaced.

Event description:
During a routine maintenance visit, the ge healthcare service representative noted the bag/vent switch was not operating as expected. There was no report of patient involvement.